Event description:
A malfunction was reported on the pump by the caller, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to monitor the situation and call back if the issue reappears, and they acknowledged this guidance.